Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-31225.

Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer was getting a no delivery and tried a new reservoir and an infusion set. Customer did not get another no delivery alarm. Customer reported that the alarm was resolved by a reservoir change. Customer was advised to incorporate a technique to use plunger press to make sure insulin can flow from the reservoir to tubing with ease. Customer reported that the alarm occurred during manual prime. Customer was not able to troubleshoot at time of the call. Helpline was unable to determine the cause of the issue. No additional information provided.